Event description:
Journal reference: witt k, daniels c, reiff j, et al. Neuropsychological and psychiatric changes after deep brain stimulation for parkinson's disease: a randomized, multicentre study. Lancet neurol. 2008;7(7):605-614. Deep brain stimulation (dbs) of the subthalamic nucleus (stn) reduces motor symptoms in pts with parkinson's disease (pd) and improves their quality of life; however, the effect of dbs on cognitive functions and its psychiatric side-effects are still controversial. To assess the neuropsychiatric consequences of dbs in pts with pd we did an ancillary protocol as part of a randomized study that compared dbs with the best medical treatment (bmt). A total pts were randomly assigned to receive stn-dbs and pts to have best medical treatment. Reportable event: severe psychiatric adverse events reported in the dbs group included 1 pt with severe loss of affect (apathy). See mfg report 2182208200805672.